Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The scope was sampled and cultured. The microorganisms detected were streptococcus salivarius, streptococcu vestibularis and streptoccus parasanguinis. The microorganisms were detected from the biopsy channel. The device was not used on a patient with a known infection. The device sampling and culturing is a network routine culturing program. The date the scope was reprocessed was on may 1, 2023. It is unknown what method was used to test the scope. The scope did not fail atp testing. The scope was not eto sterilized. The customer would like to send the scope to nelson labs. The cleaning and disinfectant solutions used with the endoscope were medivator rapicide pa a&b. The minimum effective concentration was being checked on each cycle. The type of aer being used was a medivator dsd edge serial number (B)(6). The endoscope was being brushed during manual cleaning. The brush was a single use brush. The model of the brush was an olympus bw-412t. Pre-cleaning was performed immediately after the procedure. The pre-cleaning was performed per the IFU. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester is an olympus mu-1. There have not been any problems noted with the aer. The last pm for the aer was august 22, 2023. The date of the last reprocessing in-service was conducted by an olympus endoscopy support specialist was on may 11, 2023. There had not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to reprocess an endoscope. The endoscope was hung vertically in a storage drying cabinet. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during maintenance, the evis exera lll colonovideoscope tested positive for enterococcus faecium. The device was run through medivator twice. All channels were sampled. There was no patient infection that occurred and there were no patients infected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. MFR report # 9610595 - 2023 - 08618. Patient identifier: (B)(6). Device evaluation revealed the following findings: endoscope tip was dirty; the inside of the channel was dirty; switch/camera had a minor scratch; forceps elevator lever was loose; plastic distal end cover (c-cover) control-body pin gauge test passed; objective lens adhesive was worn; light guide lens had tiny chips; adhesive on bending section cover (a-rubber) had a crack; insertion tube had torn boot; and scratches and bends in the biopsy channel. The scope was sent out for additional testing to nelsons lab: visual inspection: the endoscope was visually inspected prior to extraction. Visible debris was not observed. Visible damage was not observed. Extraction: the extraction fluid used was sterile water. Extraction methods for each test site are listed below. Distal end & elevator mechanism: the distal 10cm of the insertion section was extracted with sterile swabs. A swab was moistened with extraction fluid and the test site was swabbed in a side-to-side motion. The swab was flipped over and the same area was swabbed in an up and down motion. The head of the swab was removed and placed into 120ml of extraction fluid. This swabbing process was then repeated with a dry swab to remove any remaining moisture from the test site. A total of two wet and two dry swabs were used to extract the distal 10cm of the insertion section. The entire elevator area (front, back, and both sides) was flushed with 20ml of extraction fluid while the elevator was in the raised position. The elevator was lowered and the elevator area was flushed with another 20ml of extraction fluid. A sterile brush was used to brush all sides of the elevator mechanism while the elevator was in the raised position. The elevator was lowered, the brushing was repeated, and then the brush head was cut off and placed in the extraction jar. The entire elevator area (front, back, and both sides) was flushed with 20ml of extraction fluid while the elevator was in the raised position. The elevator was lowered and the elevator area was flushed with another 20ml of extraction fluid. The swabs and brush head were extracted by manually shaking them in the extraction fluid 100 times in a ~12-inch path. A total of 120ml of extraction fluid was used for this test site. Air/water channel: the air/water channel was extracted using the flush method. A sterile flushing tube was attached to the air pipe, a sterile plug was attached to the air/water supply connector on the light guide connector, and a sterile plug was attached to the air/water cylinder on the control section. The air/water channel was flushed three times with 40ml of extraction fluid and air from the air pipe to the distal end and the eluent was collected. A total of 120ml of extraction fluid was used for this test site. Instrument/suction channel: the instrument/suction channel was extracted using the flush/brush/flush method. The instrument channel port and suction cylinder were plugged with sterile plugs/valves and a sterile flushing tube was attached to the suction connector on the light guide connector. The instrument/suction channel was flushed with 50ml of extraction fluid and air from the light guide connector to the distal end and the eluent was collected. The plug/valve was removed from the suction cylinder (on the control section). A sterile, disposable channel brush was used to brush the channel from the control section to the light guide connector. Sterile scissors were used to cut off the brush head approximately 1¿ above the bristles. The brush head was collected and placed into the extraction container. A new sterile, disposable channel brush was used to brush the channel from the control section to the distal end. Sterile scissors were used to cut off the brush head approximately 1¿ above the bristles. The brush head was collected and placed into the extraction container. The plug/valve was reattached to the suction cylinder. The channel from the light guide connector to the distal end was flushed with 50ml of extraction fluid and air and the eluent was collected. The channel from the biopsy port to the distal end was flushed with 50ml of extraction fluid and air and the eluent was collected. The brush heads were extracted by manually shaking them in the extraction fluid 100 times in a ~12-inch path. A total of 150ml of extraction fluid was used for this test site. Microbial screening: membrane filtration: the entire volume of extraction fluid was filtered directly through a sterile 0.45 ¿m membrane filter. The filter was then rinsed three times with ~100 ml of 0.1% peptone water (pepw). If needed, the extraction fluid was divided into smaller aliquots in order to perform multiple types of organism screens. Qualitative general screen culturing: after membrane filtration, the filter was placed into ~100 ml of soybean casein digest broth (scdb) and incubated at 35-39°c for a minimum of 72 hours. After incubation the results were recorded and secondary culturing was performed if growth was observed. For secondary culturing, the growth media was thoroughly mixed and samples were streaked onto blood agar (cbag) and macconkey agar (mack) and incubated at 35-39°c for a minimum of 72 hours. After incubation, results were recorded and any plates with growth were sent to the ids lab for gram stain and genetic identification. Organism identification procedures: microbial characterization and gram stain: organisms were examined for colony morphology and isolates were selected for testing. Bacterial organisms were streaked on trypticase soy agar (ctsa) and incubated at 30-35°c until growth was observed. Colonies present after incubation were verified as having similar morphology to the streaked organism. Bacterial organisms were examined for gram stain reaction and cell morphology. Genetic identification: the dna was extracted from each organism. Polymerase chain reaction (pcr) was used to amplify a segment of the dna. For bacteria, an approximately 500 base pair segment of the 16s rdna was analyzed. The dna was sequenced and placed on the genetic analyzer, which records the nucleotide bases. The computer assessed the quality of the sequence and compared it to the applicable library entries to provide an organism match. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the in-service provided by an olympus endoscopy support specialist (ess) and the legal manufacturer's final investigation. The ess was dispatched to the customer site and observed the reprocessing and cleaning procedures performed onsite. The ess did not observe the technicians performing pre-cleaning. There was no endoscopic ultrasound (eus), there was bad coiling and personnel carried the equipment in bags and stacked the bags in the ¿dirty¿ room. During the in-servicing, ess reviewed repair reduction practices, leak testing with mu-1 and mb-155, manual cleaning, and storage information contained in the olympus manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A black scratch was found inside the biopsy channel, however, it is possible that it was molykote, which is used in the assembling process that had adhered to the biopsy channel. The forceps cover glue had been discolored (brownish red). It is possible that that there had been crevice corrosion that had been generated between the forceps arm cover and the control body by condensation of moisture in the device. The investigation was unable to determine the cause of the positive culture or the dirt/residue found on the device (inside the forceps elevator at the distal end and inside the channel). The source of the debris/residue could not be identified. Reprocessing steps on location of the remained material was not deviated from instructions for use (IFU). Despite scratches at surface and slight kink at biopsy channel, the device passed leakage test. Based on the scope inspection and microbial data available, a conclusion can not be drawn between the scope's condition and the bacterial species recovered. The first sampling and culturing test recovered all species within the genus streptococcus. This species to native the oral-cavity microflora. The second sampling and culturing revealed a different set of bacterial species that is common native commensal organisms to human skin. Neither culturing revealed an organism of high concern to gastrointestineal health. Neither sampling produced the same species. This could indicate environmental or sampling contamination to either the scope or culturing sample. Contamination to the sample at the third party laboratory can be safely excluded since their quality control checks and environmental monitors had no growth associated with testing tools or space. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.